Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while at home, the pt experienced intermittent alarms. The pt's mother was unable to change the system controller and was instructed by the hospital to call ems. The pt was admitted to the hospital the same day and placed on pneumatic support using an ip console and stroke volume limiter (svl). The MFR's rep spoke with the vad coordinator; it was suspected that fluid had aspirated into the driveline. The hospital attempted to switch the pt back to the system controller, however, due to a reduction in the pump rate, a decision was made to place the patient back on pneumatic support awaiting a decision by the hospital to either exchange the device to another lvad or to transfer the pt to a transplant facility. The hospital reported that there was no pt injury and that the pt remained asymptomatic throughout the event.

Manufacturer narrative:
The pt remains stable on pneumatic support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.